Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. Rotational abnormalities were noted in the rerun data. The exact cause of this rotational sensor malfunction could not be determined. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended.